Event description:
Customer reported receiving alarm 2 followed by alarm 26, along with more than one previous occlusion event. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer resolved the issue by reloading the same cartridge, filling tubing, and resuming insulin.